Event description:
It was reported that the patient presented for an upgrade. During an attempt to place the right ventricular (rv) lead, the stylet would not advance through the rv lead, and it could not be removed. Eventually the stylet was pulled out, but the lead's insulation came apart. The physician suspected the insulation had initially been damaged. The rv lead was exchanged during the upgrade procedure. The patient was stable.